Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s family reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis with blood glucose of 1330 mg/dl. Customer stated that sunday customer was trying to give insulin with the insulin pump and it was not bringing down so customer was hospitalized on monday through thursday. The insulin pump will not be returned for analysis.